Manufacturer narrative:
Intuitive has received the part associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. The instrument was fully functional. The instrument release kit (irk) was not needed upon removal.

Manufacturer narrative:
Isi has not received the prograsp forceps instrument involved with this complaint. Therefore, the root cause of the alleged customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received . This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted prostatectomy surgical procedure, a prograsp forceps instrument locked up during the procedure, and an irk was used to remove the prostate tissue from the forceps. At that time, the patient allegedly experienced some bleeding. As a result, two units of pac cell were administered to the patient. However, at this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, a prograsp forceps instrument locked up during the procedure, and an instrument release key (irk) was used to remove tissue from the forceps. At that time, the patient allegedly experienced some bleeding. As a result, two units of pac cell were administered to the patient. On 19- august -2019, intuitive surgical, inc. (Isi) obtained the following additional information from the site's robotics coordinator regarding the reported event: it was reported that during a da vinci-assisted prostatectomy surgical procedure, the system generated a non recoverable fault 40006. At that time, the jaws of the prograsp instrument were holding the prostate tissue. The isi technical support engineer (tse) was contacted and provided guidance on using the irk to open the jaws of the prograsp instrument. At that time, the nurse stated that the patient experienced some bleeding; however, the estimated amount of blood loss was unknown. The nurse did confirm that two units of pac cell were administered to the patient; however, she could not provide any further information regarding the incident reported. It was confirmed that the procedure was completed with the use of a backup instrument. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report. An isi field service engineer (fse) was dispatched to the customer site to investigate the reported complaint further. It was confirmed by the site that after a hard power cycle, the issue had not returned. The fse performed system verification, and there was no trouble found. System verified as ready for use.